Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified obtuse marginal artery (om). A 20mm x 2.50mm nc quantum apex¿ balloon catheter was selected for use and advanced to dilate the target lesion. However, upon the first inflation, the balloon ruptured at 16 atmospheres. The device was removed without device segments left inside the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen. Inspection under magnification revealed there was a balloon pinhole 2mm from the distal markerband. There were no irregularities in the balloon material that could have contributed to the pinhole. Microscopic examination presented no irregularities on the ro marker that could have contributed to the damage. No proximal weld damage was found. There was no evidence that the device was used in a manner inconsistent with the labeling. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified obtuse marginal artery (om). A 20mm x 2.50mm nc quantum apex¿ balloon catheter was selected for use and advanced to dilate the target lesion. However, upon the first inflation, the balloon ruptured at 16 atmospheres. The device was removed without device segments left inside the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.